Manufacturer narrative:
Other applicable components are: product ID: 7424, serial#: (B)(4), implanted: (B)(6) 1999, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s device never really worked. The devices were turned off in 2000.